Event description:
Mynxgrip failed to deploy. Manual pressure was held for 25 minutes. Hemostasis was obtained. No bleeding, oozing or hematoma was noted at site. Patient was transferred to the floor in stable condition.